Event description:
Voluntary medwatch received states that the right ventricular lead was surgically abandoned due to an unspecified malfunction. No adverse patient effects were noted.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5159982.

Manufacturer narrative:
Correction: b5: field should reflect replacement of lead